Event description:
Following catheterization and successful embolization of the right prostatic artery, an attempt was made with a synchro microwire to access more distally within the artery. However, during this attempt the soft microwire tip (about 10 cm) detached from the remainder of the microwire. This fragment of microwire was advanced into the prostatic artery (which we desired to occlude anyways) and the back end of the fragment prolapsed into the inferior gluteal artery. It was thought that the wire fragment was potentially beneficial to leave in place as it would help occlude the right prostatic artery, and there was almost no potential for harm by leaving it in place. To retrieve it would require extra catheterization and snare usage which would require additional radiation time and contrast usage and this was thought to not be desirable for the patient given the lack of potential harm (and possible benefit) of leaving it in place. This was discussed with the patient and his son, who agreed and understood.